Manufacturer narrative:
Evaluation method: the device history sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and the device was approved for use. The DHR anomaly is not related to the alleged device failure. As received, the lead is severely kinked with all wires broken approx 12 cm from the stimulation end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a percutaneous lead on (B)(6) 2010. It was reported that the device was replaced due to lead fracture. No further information is available.